Manufacturer narrative:
(B)(4).   Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Onset time of the voiding dysfunction from initial procedure? How was the voiding dysfunction confirmed? Describe any medical/surgical intervention for voiding dysfunction including dates and surgical findings for each procedure. If applicable, will product be returned? If so, please provide return date and tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?   If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Event related to intervention on (B)(6) 2003 reported via mw # 2210968-2021-02768. Event related to intervention on (B)(6) 2004 reported via mw # 2210968-2021-02769.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2003 and the mesh was implanted. The patient experienced voiding dysfunction and had the device loosened on (B)(6) 2004 with clean intermittent self-catheterization.